Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) female patient who received super poligrip extra care with poliseal (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the pt started super poligrip gel. At an unknown time after starting super poligrip gel, the pt experienced anemia. This case was assessed as medically serious by gsk. Treatment with super poligrip gel was continued. The pt queried whether she had the effects of a "zinc overdose." At the time of reporting, the event was unresolved. Manufacturer's comment: super poligrip is manufactured in (B)(4). The lot number for this product is known; however, it is not known whether the product will be returned for quality assurance testing. (B)(4).